Event description:
Boston scientific crm received information that this right ventricular lead dislodged one day post-implant resulting in loss of capture and decreased r-waves. This lead was successfully revised and remains implanted.